Event description:
It was reported that a strip of the right ventricular (rv) lead showed lots of ectopy and observed pacing spikes. Possible undersensing of the premature ventricular contraction (pvcs) was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)